Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 5f mynx control vascular closure device (vcd) burst on inflation. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The device was not used in patient. The mynx vcd was used in a diagnostic peripheral case. The mynx vcd was prepped according to the instructions for use (IFU) instructions. The procedure used a retrograde approach. The deployer was mynx certified. The patient had a relevant medical history or pvd. A non-cordis guide catheter and 5f sheath were used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no prior pta, stent, nor vascular graft in the common femoral artery or vein. There was little presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved using another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, both button 1 and 2 were not depressed. The procedure sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, leak testing was performed by inflating the balloon with water. The results revealed a leak in the balloon. Per microscopic analysis, the source of the leak was a longitudinal tear in the balloon approximately 2.5 mm from the balloon¿s proximal neck. A product history record (phr) review of lot f2028001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a tear in the balloon, approximately 2.5 mm from the balloon¿s proximal tip. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was provided and is available in section b4 (event description). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 5f mynx control vascular closure device (vcd) burst on inflation. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The device was not used in patient. The mynx vcd was used in a diagnostic peripheral case. The mynx vcd was prepped according to the instructions for use (IFU) instructions. The procedure used a retrograde approach. The deployer was mynx certified. The patient had a relevant medical history or pvd. A non-cordis guide catheter and 5f sheath were used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no vessel tortuosity. There was no prior pta, stent, nor vascular graft in the common femoral artery or vein. There was little presence of pvd / calcium in the vicinity of the puncture site. The balloon lost pressure after being pulled to the arteriotomy. Hemostasis was achieved using another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has since recovered. The device is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation visual inspection of the received device showed that both button 1 and 2 were not depressed. The procedure sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by inflating the balloon with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2.5 mm from the balloon proximal neck. Additional information is pending and will be submitted within 30 days.

Event description:
As reported, the balloon of 5f mynx control vascular closure device (vcd) burst on inflation. There was no reported patient injury. The device was stored as per labeling and opened in a sterile field. The device was not used in patient. The device is expected to be returned for evaluation.